Event description:
Additional information received reported that the patient was doing well. The pump was programmed to .192 mg/day. A dye study was performed on (B)(6) 2014 and was successful; the catheter was intact. The hcp ordered an abdominal binder for the patient to wear for 2 weeks, and would access the patient at that time.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that the pump was confirmed to be flipped at refill. The physician reportedly flipped the pump back under fluoroscopy. During the refill, the actual reservoir volume (arv) 20ml and the expected reservoir volume (erv) was 7.8ml. It was also stated that the catheter was out of the intrathecal space. The catheter was scheduled to be revised on (B)(6) 2014. It was noted that the patient needed to take more oral medication over the last few weeks. The patient¿s status at the time of the event was said to be alive and no injury. The pump was used to deliver dilaudid and bupivacaine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.